Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred and the alarm could not be heard. Customer changed pump supplies to resolve the occlusion. Customer's blood glucose was 103 mg/dl. Customer reverted to using manual injections for insulin therapy.